Event description:
It was observed that during the device evaluation, the subject device exhibited no image, corroded connector pins, dust inside the device and faulty patient board set, linear noise appeared in images, flat cable corrosion, flat cable deformation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: b5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center was not displaying an image. The issue was identified during inspection for use. There were no reports of patient involvement.